Event description:
It was reported that 1 inch of the tip of the drainage cannula broke off in the patient's knee during an arthroscopy knee procedure and remained in the knee for several weeks. It was reported that the patient experienced ongoing pain and discomfort in the operative knee following the initial surgery. X-ray was made, tip was found and additional surgery to retrieve the tip was in 2009 by the same surgeon.

Manufacturer narrative:
There will be no examination of the actual device tip. There were electronic photos of the tip sent by the facility for view. The enduser cannot release the device, due to the patient has indicated that a claim will be filed.